Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they could not download carelink to their device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and off no power tests. No unexpected restart alarm was noted. The pump was downloaded properly to care link pro. However, several displayable history alarms were found at the alarm history file. The alarms were due to a corrupted history file. All operating currents were within specification. No cosmetic damage was noted.